Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump rejected a brand-new battery. The insulin pump buttons were hard to press, sticky, and sometimes unresponsive. When they rewind the insulin pump sounds louder than when they first received it or there was grinding noise. Customer's blood glucose level was not reported. The device was not returned.